Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 3.1 cubie pockets kept having recurring failures. A field service engineer (fse) confirmed that no failures on device upon arrival. Then the fse had logged into the hardware test application (hta), ran the functionality test, and was able to duplicate the malfunction. The fse powered off the station, removed the back panel, found a loose row-board cable connection, and reseated the row-board cable at the drawer controller on both 3.1 and 3.2 drawers. The fse then restarted the station, ran a successful functionality test in hta, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer containing narcotics kept failing. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.